Manufacturer narrative:
Correction d4 serial number: main device (pump) other devices involved in this event: d1: heartware ventricular assist system - controller 2.0 d4: controller/ serial# (B)(4)/ model#1420/ exp. Date: 2018-02-28 / mfg. Date: 2016-02-UDI #:(B)(4). D10: no. H3: device is still in use. H5: no h6 device code(s): c62932 protective measure issue FDA 3015. H6: FDA method code(s): 3317 manufacturing review; 3372 analysis of data log(s). H6: FDA results code(s): 213 no failure detected h6: FDA conclusion code(s): 92 device not returned. It was reported that the controller was alarming multiple low flow alarms. The pump and controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed through log file analysis which revealed 100 low flow alarms recorded between (B)(6), 2017 and (B)(6), 2017. The low flow limit was set to 1.5 liters per minute (lpm) on (B)(6), 2017 and was changed to 1.0 lpm on (B)(6), 2017. Between (B)(6), 2017 and (B)(6), 2017, or two (2) weeks leading up to the reported event date, the average flow was 2.4 liters per minute (lpm). The average power during the same time period was 2.5 watts, which is within normal operating range. As a result, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including, but not limited to, inappropriate pump rotational speed, constriction in the outflow graft. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that there were many low flow alarms since the controller was exchanged resulting in anxiety and user annoyance. Log files were sent and revealed 100 low flow alarms. Estimated flow decreased 1l after the controller was exchanged. The low flow alarm setting was reduced to the minimum at 1l. The cardiologist increased pump speed from 2360 rpm to 2460 rpm. The controller remains in use. No patient complications have been reported as a result of this event.